Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, a sales representative via (B)(6) reported that an ar-9800 synergy console foot pedal hub was pulled out from the console exposing cables. Case/patient involvement not indicated.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Footswitch harness) this evaluation determined that the reported event occurred due to a manufacturing error in the assembly of the footswitch harness.